Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reat1401 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reat1401) have been reported from one china facility.

Event description:
It was reported by nurse that the patient has been receiving chemotherapy since the catheter placement and all is in normal. It was found that liquid leakage occurred during the catheter maintenance on the second day when the patient was hospitalized for the third chemotherapy. The catheter was immediately withdrawn slowly and it was found that liquid leakage occurred around the puncture point and then, the extension tube was trimmed and connected for treatment of such an event.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed distal of the 41 cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Microscopic examination showed that the catheter end had been cut and was not a break. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.